Event description:
The tps saggital saw was returned for service without complaint after the account received their own handpiece back from repair. Upon evaluation at the manufacturer, it was found to overheat. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the sag head assembly was found to be worn. The presence of wear in the sag head assembly is likely to cause or contribute to the handpiece overheating.